Event description:
It was reported that the patient required a revision of the components. It was further reported that the patient suffered an acute fall with hyperextension in march 2022. An audible clicking was reported as a result. Patient experienced 'instability' in july 2022.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient required a revision of the components. It was further reported that the patient suffered an acute fall with hyperextension in (B)(6) 2022. An audible clicking was reported as a result. Patient experienced 'instability' in (B)(6) 2022.

Manufacturer narrative:
Reported event: an event regarding crack/fracture and instability involving a mrh axle was reported. The event of crack/fracture was confirmed through evaluation of the returned device. Instability was not confirmed. Method & results: device evaluation and results: visual inspection indicated the axle was returned in the fractured condition. Damage consistent with the explantation process. Post fracture abrasion was observed on the axle fracture surfaces indicating the axle fractured in fatigue with the fracture initiating on the rounded surface and propagating toward the notch. Mar not performed as a visual inspection did not indicate the event was as a result of a material integrity issue. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: visual inspection indicated the axle was returned in the fractured condition. Damage consistent with the explantation process. Post fracture abrasion was observed on the axle fracture surfaces indicating the axle fractured in fatigue with the fracture initiating on the rounded surface and propagating toward the notch. Mar not performed as a visual inspection did not indicate the event was as a result of a material integrity issue. Further information such as operative reports, progress notes and x-rays are required to fully investigate the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.